Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fiber in the balloon of a small volume intermate. This occurred before use after the device was compounded with an unspecified amount of meropenem. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 1, 2015- june 2, 2015. The device was received for evaluation. Visual inspection noted particulate matter inside the fluid path. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.